Event description:
It was reported that, "revised due to poly wear and pain."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR due to hospital policy. The x-rays and medical records were requested, but not provided. If additional info becomes available then, it will be submitted in a supplemental report. Catalog numbers and lot codes of other devices listed in this report: cat# 6264-5-228, lot# c2tcb, description: 28mm v40 +4 head. It cannot be determined which, if any of these devices may have cause or contributed to the pt's pain.